Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was unknown. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.